Manufacturer narrative:
One device was received for evaluation. The tamper seals were noted to be missing. A review of the event history log (ehl) revealed a motor rate error. The clutch and leadscrew were worn. The lead screw and battery cover were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period. B3. Date of event: unknown. No information has been provided to date.

Event description:
It was reported that the device has some board issues. There was no patient involvement. The device evaluation noted a motor rate error in the event history log.